Manufacturer narrative:
Initial 1 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced issue with three infusion sets on (B)(6) 2026 as infusion set fell off within eight minutes of use. The patient replaced infusion sets and resumed insulin successfully.